Event description:
It was reported that at 2:47 pm, the epidural pump was set up and primed by the physician. The patient pressed the pca (patient-controlled analgesia) button several times but experienced no pain relief. After delivery, when the epidural was disconnected, the medication bag was found to be full, even though the pump indicated only 5 ml remaining. The pump did not trigger any alarms for air in the line or other errors.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.